Event description:
On (B)(6), 2010, the patient was implanted with two gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6), 2010, the patient presented with pain in her right leg. The right external iliac was occluded near the access site of the initial procedure. On (B)(6), 2010, a reintervention was performed where an additional gore excluder aaa endoprosthesis was implanted, covering the internal iliac artery. Final angiography showed flow in the leg and the patient tolerated the procedure. Per the physician, there were no problems with the gore excluder aaa endoprostheses that were implanted in the patient. This was a procedural issue.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.